Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No additional information reported.

Manufacturer narrative:
Product was received and evaluated. Visual examination of the returned product identified signs of wear (nicked, gouged). Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of complaint history found no additional related issues for this item and the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical devices: femoral component option size g catalog#: 00599601702 lot#: 63342575. Articular surface size gh 12 mm height catalog#: 00596405012 lot#: ni. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient was revised approximately five years post-implantation due to loosening and tibial subsidence. Attempts have been made and no further information has been provided.